Manufacturer narrative:
The tech replaced the hi/low motor to repair the bed. The bed was found out of service in a storage area. No injuries were reported.

Event description:
Info received indicates the foot hi/low motor would not work in either direction. The tech found exposed metal and copper wiring on the motor wiring harness. The isolation mounts for the motor were missing which allowed the motor to move around and causing the wiring harness to short to the frame which damaged the motor. The hi/low motor is inside the bed under the motor cover and is not exposed to the pt or caregiver.